Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, the balloon broke, and a fragment of the balloon became trapped in the stenosis. The lesion was located in the popliteal artery. The physician advanced the symmetry small vessel balloon dilatation catheter across the lesion and inflated the balloon an unspecified number of times to an unspecified number of atms, however, the balloon "broke". A fragment of the balloon detached from the shaft of the catheter and became trapped in the popliteal stenosis. The procedure was discontinued and the pt was taken to surgery to have the detached balloon fragment removed. The pt's status is unk. Additional info has been requested and is not available.